Event description:
It was reported that during use with a prismaflex m100, an external fluid leak from the effluent line was observed. It was further reported the "defected tube" was near the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. Visual inspection identified the cone of the priming accessory male luer lock (mll) was broken. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted